Event description:
It was reported that during a leakage test the anesthesia workstation had a leakage in the add'l fresh gas outlet valve. There was no pt connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.